Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. Customer declined to troubleshoot with tandem technical support; therefore, no additional information could be obtained. There was no adverse impact to the customer¿s blood glucose level.